Event description:
The pt had developed a red excoriated area at the central line insertion site. The area was the full size of the biopatch and extended approx 1 cm past its edges. It is unknown at this time what if any intervention was required as a result. The pt was discharged from the hospital on (B)(6) 2009. No further patient/event info was provided at this time. The nurse reported that the facility has been using biopatch "for years." She also indicated that some of the nurses were not allowing the chloraprep to dry prior to the application of the biopatch. In addition, at times, the transparent dressings were applied tightly over the biopatch.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint management system in (B)(4) 2009. A medwatch had not been submitted previously for this event. There was no product returned for evaluation and no lot number was provided; therefore, the device history record could not be reviewed as part of this investigation. Upon review of integra's complaint system since year 2008, (B)(4). The red excoriated area seen in the (B)(6) pt was due, as in most similar cases, to hypersensitivity to the chg. The package insert for biopatch states that "adverse reactions to chlorhexidine gluconate (chg), such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately." No corrective/preventive actions will be pursued at this time, since the reported incident is not associated with a failure or malfunction of the biopatch device. During review of the latest complaints received, it was noted that four consecutive incidents, regarding adverse skin reactions, have been reported by this facility. The nurse reporting the incident states that possibly the application of the biopatch disk is not being done as required, since the disk is being applied without adequate drying time of the chloraprep solution and the dressings are being applied too tightly over the biopatch. Instructions for the application of the biopatch are attached to this report for reference purposes. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.